Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for repair of a supraumbilical ventral hernia. A bard/davol ventralex st was implanted to repair the hernia defect. (B)(6) 2018: the patient underwent an additional surgery for revision of the umbilical hernia with mesh removal. The surgeon noted that the patient's abdominal pain was due to the hernia mesh and the mesh was removed. The patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. The mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, mental anguish, doctor visits, and subsequent procedures. The patient suffered severe pain, injuries, and damages.